Event description:
It was reported that the pump showed a motor rate error. There was no patient involvement.

Manufacturer narrative:
(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a non-original equipment manufactured (non-OEM) battery. Functional testing noted that during the software upgrade, the interconnect board wouldn't communicate with the download process. The battery was replaced with a new OEM battery and a new interconnect board was installed. The device was calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.